Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a weak battery and blank display. Customer stated he received a replacement pump and a new battery shut off the pump and stated weak battery. The customer's blood glucose was unknown. During troubleshooting the customer stated the display did not return. The customer was advised the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected weak battery alarms, shutting off, audio or beeping alarm occurred during our testing. No damage was found on the lcd isolation tape during our visual inspection. No cosmetic damage noted during our physical inspection.